Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11/+2.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced excessive vaulting. Intraoperatively the lens was removed and replaced with a shorter length lens and the problem was resolved. The cause of the event was noted as "user error; lens ordered was too long".

Manufacturer narrative:
(B)(4).